Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced hyperglycemia, nausea, vomiting and diabetic ketoacidosis. The customer's blood glucose at the time of the event was 400mg/dl. Troubleshooting was performed for high blood glucose/under delivery and advised customer to change the entire set, reservoir and insulin. No further complications were reported by the customer. It was unknown whether the customer was using or not using the insulin pump within 48 hours of the reported high blood glucose event and whether the automode smartguard feature was active or not. Customer discontinues the use of insulin pump and device was received for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 02-oct-2019, pump error 37 alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 02-oct-2019 listed on smartsolve. Dailytotalcollectionstarttime = 10/02/2019 00:00:00.000. Dailytotalofallinsulindelivered = 0.625. Dailytotalofbasalinsulindelivered = 0.625. Dailytotalofbolusinsulindelivered = 0. Dailytotalcollectionstarttime = 10/02/2019 08:13:31.000. Dailytotalofallinsulindelivered = 36.425. Dailytotalofbasalinsulindelivered = 5.775. Dailytotalofbolusinsulindelivered = 30.65. (B)(6) 2019 08:40:18.000 dualboluspartdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 9.4. Squarebolusamountprogrammed = 1.7. Bolusamountdelivered = 9.4. (B)(6) 2019 09:10:00.000 dualboluspartdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 9.4. Squarebolusamountprogrammed = 1.7. Bolusamountdelivered = 1.7. (B)(6) 2019 10:27:54.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.2. Bolusamountdelivered = 0.15. On (B)(6) 2019 10:27:54.000, normalbolusamountprogrammed = 3.2 u. However, pump error 37 alarm was noted and the bolusamountdelivered = 0.15 u. (B)(6) 2019 10:34:44.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.3. Bolusamountdelivered = 3.3. (B)(6) 2019 11:52:30.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.1. Bolusamountdelivered = 3.1. (B)(6) 2019 12:06:34.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 13. Bolusamountdelivered = 13. Pump error 37 alarm was recorded and found in the formatted history file on: (B)(6) 2019 10:27:54.000. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Pump error 37 alarm was confirmed according in the formatted history file, problem isolated on the motor. Please see below for pump errors/alarms noted 1 week prior to the event date 02-oct-2019 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2019 00:41:11.000, (B)(6) 2019 00:51:00.000, (B)(6) 2019 06:33:22.000, (B)(6) 2019 06:33:47.000, (B)(6) 2019 06:35:26.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2019 06:31:03.000, (B)(6) 2019 06:31:48.000, (B)(6) 2019 06:33:43.000, (B)(6) 2019 06:34:11.000, (B)(6) 2019 06:34:19.000, (B)(6) 2019 06:34:31.000, (B)(6) 2019 06:44:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2019 08:13:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed batt alert/battery failed alarm and power loss alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. No unexpected failed batt alert/battery failed alarm and power loss alarm noted during testing. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2019 15:43:27.000, (B)(6) 2019 15:53:00.000. All buttons function properly. No keypad anomaly/pump error 61 (stuck key alarm) noted during testing. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture and a scratched case. Retainer ring damage (a cracked retainer) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. However, pump error 37 alarm was confirmed according in the formatted history file, problem isolated on the motor. Also, during visual inspection, slight corrosion was found on the pcba 1 and pcab 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.